Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient was being treated for an internal carotid artery aneurysm. Vessel tortuosity was moderate. There was no resistance in the catheter, and the stent tip could not open after the stent was pushed out of the catheter. Continuous saline flush was administered and maintained as indicated in the instructions for use (IFU). There was no damage observed to the catheter or pipeline pushwire after removal.

Event description:
Medtronic received a report that the patient was undergoing treatment for aneurysm embolization. It was reported that during the operation, the physician was unable to deploy the pipeline ped dense mesh stent. The stent and the phenom catheter were withdrawn together and immediately taken out of use. A new catheter and stent were then used to continue the procedure. It was unknown whether the reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-fg (lot: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.